Event description:
The manufacturer received information alleging a trilogy ev300 device failed fco81 pre-test, active exhalation verification, pilot: difference. There was no allegation of patient harm. The device was not reported to be in patient use. The device has yet to be returned to a manufacturer's service center, but evaluation is anticipated. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed fco81 pre-test, active exhalation verification, pilot: difference. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the technician reviewed the event logs and service manual and found the device in need of a 3 way solenoid valve and aecm proportional valve. The 3 way solenoid valve and aecm proportional valve were replaced and the device yet again failed active exhalation verification. The previous installed aecm proportional valve was determined to be defective and the 3 way solenoid valve and aecm proportional valve were replaced to resolve the issue. The device passed all performance verification tests.